Event description:
It was reported the patient's blood glucose level read high (>500 mg/dl) while wearing the pod between 4 and 24 hours. The patient reports having both bleeding and pain at the pod infusion site. The patient reports the pods needle had failed to retract upon initial activation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.